Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with inflammation. It was determined there was an infection and the implantable pulse generator (ipg) was removed. The right ventricular (rv) lead and right atrial (ra) lead were capped and extraction was planned. No further patient complications have been reported as a result of this event.